Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 20mm emerge balloon catheter was attempted to be advanced for dilatation. However, it was noted that the balloon shaft broke outside the patient's body. The device was removed intact since the break occurred outside the patient's body. No other device was used but the patient was assessed for a repeat procedure using atherectomy. No patient complications were reported.